Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate is lower than the programmed setting for the implantable pulse generator (ipg), after having been recently been reprogrammed after an magnetic resonance imaging (MRI) scan. The device remains in use. No further patient complications have been reported as a result of this event.